Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported on (B)(6) 2024 that the patient faced infusion set detachment during night. Tape was not sticking. No further information available.